Manufacturer narrative:
Suspect lot number is thought to be 18116815 or 19016532. Race- caucasian. Although requested, information for patient identifier is not available.

Event description:
The event occurred within the first 15 minutes. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the back check valve failed resulting in the entire secondary bag of rituxan flowing into the primary bag within the first 30 minutes.